Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
The patient's right knee was revised due to infection. The patient suffered from a tooth infection prior to spreading to the knee. The surgeon performed an I & d and swapped the poly.

Event description:
The patient's right knee was revised due to infection. The patient suffered from a tooth infection prior to spreading to the knee. The surgeon performed an I & d and swapped the poly.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. No further information or documentation will be provided from the hospital or surgeon due to policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.